Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: during chemotherapy of fluorouracil, the nurse noticed a small leak where male luer lock adaptor and IV tubing connects. The male luer lock was changed by rn and chemotherapy restarted; however, after reassessing, leakage continued at the same site. Rn and rn educator then changed tubing and both male/female luer lock adaptor. Less than 5 cc's noticed with both occurrences. To be clear, there were two separate incidents within a 24 hour period. Both leak incidents occurred on the same patient with the same drug infusing. Details about tubing are below. In each case, equashield components utilized to maintain a closed system chemotherapy delivery were changed. First infusion was 1385 mg to infuse over 23 hours. Leak occurred approximately 22 hours into infusion. No injury reported.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample without packaging was returned for evaluation. There were also various other manufacturer's devices attached to and returned with the primary IV set. The IV set was tested for leakage per specification and failed. The set leaked at the proximal caresite valve due to a crack in the threads of the port. Although the reported defect was confirmed, the exact root cause is not determined at this time. Review of the discrepancy management system (dsms) database was unable to be performed because the lot number was reported as unknown. While we are unable to confirm the root cause of the reported defect, we will maintain this report for future reference, and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.